Event description:
It was reported that pump displayed cartridge change error while customer was using pump in a case. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, removed cartridge, confirmed o-ring was intact, removed pump from case, inspected and cleaned pneumatic tap area, reattached cartridge so it was fully snapped into place, and then followed on-screen steps to complete load process, and cartridge was successfully loaded.